Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that therapy had not been working for the past 2 weeks prior to report. The patient could feel stim but it was all over the place. She could not urinate. Her doctor told her to see a manufacturers' representative before coming in. This was noted to be a sudden change in therapy. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to know the circumstances that led to the event and the steps taken to resolve the event. If additional information is received, a follow up report will be sent.